Manufacturer narrative:
Two (2) mmsi final tightener ¿ x25 drivers [product code: 2797-12-600] were also returned to the chu for evaluation. Visual examination revealed that approximately 0.5mm of the hexlobes on the two x-25 driver distal tips had become stripped. The observed damage notes that it is in the direction of tightening. This damage is consistent with drivers that were on axis, however, not fully seated during use. It is also suggested that the stripping was likely attributed to unanticipated torsional forces during tightening, resulting in the tips becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the x25 tighteners¿ distal tips becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tighteners¿ drive features suggesting that a possible root cause may likely be that the tighteners were subjected to unexpected torsional forces during tightening, resulting in the tips becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the surgery, we were doing verse with correction key set screws. In the final step of tightening, the rod lock.. After torque tightening the screw lock, the surgeon stripped 4 screwdrivers. Two from an exp 5.5 set. Then later when final tightening a crosslink the surgeon stripped a sfx x20 torque driver when attempting to torque tighten a crosslink. In all cases, a substitute was provided so loss of time was minimal.